Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter became disconnected, which caused it to read the incorrect temperature. The complainant alleged that the nurse did not completely connect the catheter to the machine. The connection was adjusted and the catheter began to read the correct temperature. Therapy was then continued and completed.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "caution: care must be exercised when inserting catheter into patient. Do not use a stylet. Do not stretch. As with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. Do not stretch catheter". (B)(4). Device was not returned.

Event description:
It was reported that the catheter became disconnected, which caused it to read the incorrect temperature. The complainant alleged that the nurse did not completely connect the catheter to the machine. The connection was adjusted and the catheter began to read the correct temperature. Therapy was then continued and completed.